Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed. Since the product was not available for evaluation, the exact root cause of the allegation could not be determined. The DHR review determined that there were no manufacturing issues and the device was released in a conforming state. No ncs or capas have been noted for this failure mode. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - (B)(6). Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon deployment, the angio-seal device pulled through the artery and out of the body completely. After inspection, all device components noted except for the bioabsorbable anchor. Hemostasis was achieved with manual compression. The pulse was normal after. The patient was stable, and the procedure was successful. Additional information was received on 17may2021. The procedure was a percutaneous coronary intervention (pci). A 6fr procedural sheath was used. A pre-deployment angiogram was performed. Upon withdrawal there was no tactile tension as there is usually. The collagen plug came out of body, however the foot plate was not present. Ultrasound showed no abnormality.